Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the device was not turning on. Upon troubleshooting, rse identified that module¿s start button was no longer functional. The review module was replaced by the biomedical engineer for resolving the issue. After replacement of the review module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was unable to be turned on using the green button. The device was reportedly outside of clinical use at the time the issue occurred. There was no reported patient or user harm. Philips has started an investigation of this complaint.